Event description:
Swan not wedging, no pulmonary artery (pa) waveform. Unable to flush pa; md notified, swan replaced by md who noted swan line to be exceptionally hot to the touch. Noted balloon was ruptured upon removal.